Event description:
On 01/29/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge clock will not properly count down while the centrifuge is running. The clock will either count down to 0 only after spinning for a few minutes, or it will not count down and endlessly spin. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint not confirmed. The reported incidence could not be repeated. No problem found. One unpacked abs-10060r serial (B)(6) was received for evaluation. Visual inspection found regular signs of wear and tear. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) was processed on the device with standard settings at seven percent hematocrit. The disposable was loaded onto the console without issue. The device reported outputs of 24 ml platelet-poor plasma (ppp), 33 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 4 ml. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The console functioned normally; no errors were reported during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The most likely cause(s) of reported failure is user error.